Event description:
Inbound, pt reports leaking from filter on cadd extension tubing, lot 57x515. No further details provided. Diagnosis or reason for use: sph. The product was not compounded. The product was not over-the-counter.